Event description:
It was reported that the device, right ventricular (rv) lead, and the right atrial (ra) lead were explanted and replaced as a result of an (B)(6). No additional consequences were reported.